Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the balloon catheter was returned in a deflated state. The balloon was inspected under magnification to locate the balloon defect. A longitudinal tear was confirmed in the balloon wall located on the distal portion of the balloon measuring 2.5mm in length . Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the tear. The manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-00782. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 60% stenosed, 4.0x16mm eccentric and denovo target lesion was located in the non-tortuous and non-calcified left main artery (lm). A 1.5x15mm maverick2 balloon catheter was advanced to the lesion; however, when the physician attempted to inflate the balloon, it ruptured at an unknown pressure. The device was successfully removed from the patient and then a 2.25x12mm quantum maverick balloon catheter was advanced to the lesion. While using the device it was noted that the balloon was "broken". The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. Additional information was requested and is not available

Event description:
Same case as MFR# 2134265-2011-00782. It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 60% stenosed, 4.0x16mm eccentric and denovo target lesion was located in the non-tortuous and non-calcified left main artery (lm). A 1.5x15mm maverick2 balloon catheter was advanced to the lesion; however, when the physician attempted to inflate the balloon, it ruptured at an unknown pressure. The device was successfully removed from the patient and then a 2.25x12mm quantum maverick balloon catheter was advanced to the lesion. While using the device it was noted that the balloon was 'broken'. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient¿s current condition is stable. Additional information was requested and is not available.